Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device implantation procedure, the set screw of the device could not be tightened on the right ventricular channel. A different device was implanted instead and the patient was stable.

Manufacturer narrative:
The device was returned with a damaged torque wrench. The tip of the wrench was bent, indicating incorrect usage of the wrench. The setscrew inset showed indications of the user attempting to force the wrench into the setscrew inset incorrectly. Visual inspection revealed that the setscrew inset was not stripped. Testing found that when the torque wrench was correctly inserted into the set, the wrenches engaged and tightened the setscrew. The results of the investigation concluded the analysis findings are consistent with the incorrect use of the torque wrench in the setscrew by the user.